Manufacturer narrative:
Findings: all buttons function properly however, moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted, however inside battery tube was corroded. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was 432 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.